Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited changes in the right ventricular (rv) pace impedance measurement. It was noted a red alert was received for out-of-range (oor) pacing impedances however, the value is unknown. Technical services (ts) recommended to have the patient perform a patient initiated interrogation (pii) to obtain the values. Attempted to obtain information from the sales representative however, was unsuccessful. At this time, the device and rv lead remains in service. No adverse patient effects were reported.